Manufacturer narrative:
Pending engineering evaluation.

Event description:
Surgery was a poly exchange on (B)(6) 2019. The 15 mm that came out was worn anterior and on the post. Primary surgery date was (B)(6) 2018. Patient had laxity. Implanted a 19 mm ps insert. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of prosthesis wear due to third body wear, excessive flexion of the femoral component, and/or rotational mismatch between the femoral and tibial components. It is unclear if the prothesis wear may have contributed to the reported joint laxity or if this was likely due to patient related factors.